Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found exhalation flow sensor out of range error codes recorded in the ventilators memory logs. The se was not able to duplicate the reported condition. The se replaced the exhalation flow sensor and exhalation valve. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a constant alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.